Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure on the spine, the tip of the bur broke. It was also reported that the tip was completely removed. It was further reported that there were no delay and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The bur broke due to sustained contact with separate surgical tool (most likely metallic) in the surgical site causing wear to develop on the head of the drill resulting in the breakage.

Event description:
It was reported that during a procedure on the spine, the tip of the bur broke. It was also reported that the tip was completely removed. It was further reported that there were no delay and no adverse consequences as a result of this event and the procedure was completed successfully.